Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue and noted that no fiber optic errors were recorded in the log files and the fiber optic test passed. The stm noted that a "no pressure trigger" alarm was logged on an earlier date and after troubleshooting suspected the pressure cable connecting the fiber optic sensor module to the pressure input was either not connected properly or the cable was working intermittently. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the fiber optic assembly on the cs300 intra-aortic balloon pump (iabp) was not functioning. It was later clarified that the fiber optic pressure signal was not displayed on the screen when trying to use a fiber optic catheter and module, and that the same catheter and fiber optic sensor module (fos) was used on another iabp unit and functioned properly. There was no patient harm and no adverse event was reported.